Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, the insulin gauge was inaccurate. Customer loaded a new cartridge and received an accurate fill estimate. Customer's blood glucose was 228 mg/dl.